Manufacturer narrative:
Device evaluation: one device received for device analysis. Functional testing and visual inspection performed during device analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) seal was cracked. The dso seal was replaced.

Event description:
It was reported that the device failed preventative maintenance test. It does not trigger downstream occlusion alarm.